Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # c01a, 510k # k041584, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent unknown surgery at l1 due to primary osteoporosis. Intra-op, the endplate of the vertebral body broke during balloon inflation. The balloon was reduced temporarily and the position of the cannular was adjusted, then drilling was performed again using the precision drill and bone cement was filled, however, the bone cement has leaked below the vertebral body toward the intervertebral disc. The procedure was successfully completed with the same product and without any delay. There were no patient symptoms or complications as a result of this event.